Event description:
Dealer called stating that the l-4b scooter allegedly moves on its own - has constant power. Dealer checking wiring and key switch. Controller has been replaced and did not fix issue. Switch being replaced. Quote (B)(4) issued for replacement switch. No injury. The malfunction has not been confirmed.